Event description:
New information from a follow-up visit on (B)(6) 2015 reported continued reproducible noise on the lead. No actions were taken and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the right ventricular lead. All other electrical values were good. The lead remained implanted; no patient symptoms were reported.